Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that an unsupported operating system was in use. Data was evaluated and allegations was confirmed. The root cause was determined to be the transmitter and app being unable to establish a connection. No injury or medical intervention was reported.